Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient's last name: (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted on (B)(6) 2014, at levels c4-c7 with an anterior cervical plate and non synthes allograft bone cages. The patient¿s death occurred on (B)(6) 2014, with possible relation to a hematoma in neck. The cause of death is unconfirmed. The devices remain implanted in the patient and will not be returned. This is report 2 of 17 for (B)(4).